Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. Concomitant device: attachment device, therapy date (B)(6) 2021. UDI: (B)(4).

Event description:
It was reported that prior to surgery, it was observed that the attachment device was stuck in the motor device. During in-house engineering evaluation, it was determined that the device was overheating and failed pretest for temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.